Manufacturer narrative:
The impella device will be returned when explanted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via direct aortic access in a 66 year-old male patient presenting with acute on chronic cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. An intra-aortic balloon pump was noted to be in place prior to impella support. The patient was also noted to be on vasopressors and inotropes. Approximately 3 days after initiation of impella 5.5 support, the purge flow was observed to continuously decrease to less than 3 milliliters per hour (ml/hr) from a baseline of 11 ml/hr, with subsequent increase in purge pressure to 700's millimeters of mercury (mmhg) range from a baseline in the 400s. Standard troubleshooting measures were performed on the purge cassette without resolution, so tissue plasminogen activator (tpa) was administered in the purge solution to mitigate suspected biomaterial accumulation within the motor. Following treatment, purge flow and purge pressure returned to functioning with in expected parameters. The impella 5.5 continues to support the patient as intended following intervention, with no additional purge flow/pressure events reported. High purge pressure and reduced purge flow may occur due to accumulation of biomaterial within the purge system; the use of tpa is an off-label intervention intended to restore purge function. The impella 5.5 continues to support patient who is reported to now be awaiting durable ventricular assist device vs heart transplant.

Event description:
Updated clinical narrative 2: since the original event, the patient experienced intermittent suction events on the impella 5.5 following administration of bumetanide (bumex), a potent diuretic. In response, volume was administered, in addition to increasing inotropic support while device support was reduced to performance level (p-level) 4. Device position was assessed and suspected to be deep; however, repositioning was not performed at that time. The patient was reported to remain hemodynamically stable. Subsequently, the placement signal became erratic, reportedly displaying values of -19 to -35. Clinical support center recommendations included repeat echocardiographic assessment with device repositioning as indicated and continued monitoring. If the placement signal abnormality and suction events persist despite optimization, controller-related signal issues remain a consideration. The patient continues on impella 5.5 support with no reported adverse patient impact associated with these findings at the time of this update. Updated clinical narrative 1: the impella 5.5 continues to support patient who is reported to now be awaiting durable ventricular assist device vs heart transplant. Original clinical narrative: an impella 5.5 device was inserted via direct aortic access in a 66 year-old male patient presenting with acute on chronic cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. An intra-aortic balloon pump was noted to be in place prior to impella support. The patient was also noted to be on vasopressors and inotropes. Approximately 3 days after initiation of impella 5.5 support, the purge flow was observed to continuously decrease to less than 3 milliliters per hour (ml/hr) from a baseline of 11 ml/hr, with subsequent increase in purge pressure to 700's millimeters of mercury (mmhg) range from a baseline in the 400s. Standard troubleshooting measures were performed on the purge cassette without resolution, so tissue plasminogen activator (tpa) was administered in the purge solution to mitigate suspected biomaterial accumulation within the motor. Following treatment, purge flow and purge pressure returned to functioning with in expected parameters. The impella 5.5 continues to support the patient as intended following intervention, with no additional purge flow/pressure events reported. High purge pressure and reduced purge flow may occur due to accumulation of biomaterial within the purge system; the use of tpa is an off-label intervention intended to restore purge function.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. H6 clinical code added e0305. H6 med dev prob code added a150202.